Manufacturer narrative:
The reported events were cardiac perforation, extra cardiac stimulation, and helix mechanism anomaly. As received, a complete lead was returned in one piece. The reported event of helix mechanism anomaly was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix partially extended and clogged with dried blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and by applying directly to the inner coil, the helix could be extended/retracted. The helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region, blood on the inner coil, and over-torqued of the inner coil. A tip stiffness test was performed, and the results were within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation . Diagnostic imaging was performed and right ventricular cardiac perforation with the right ventricular (rv) lead was observed. The physician suspected the rv lead migration resulting in cardiac perforation was due to the anatomy of the patient and the condition of the heart. A revision procedure was performed and repositioning of the rv lead was attempted, however, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.